Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2021 the primary fusion procedure was performed for treating pelvic trauma. The unknown plate was applied to the pubic bone. On an unknown date, it was found that the unknown screw tightened to the plate had broken off. On an unknown date, a removal procedure was performed. No further information is available. This complaint is related to (B)(4). This report is for one (1) unk - screws: trauma. This is report 1 of 2 for (B)(4).